Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material was removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 46 year-old female patient who had essure inserted (lot no. A45118) for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain ("severe abdominal cramps") and abdominal distension ("bloated abdomen, as if I was 8 months pregnan"). Essure was removed on (B)(6) 2016. The patient was hospitalised from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (essure removal). At the time of the report, all of the events had resolved. The reporter considered abdominal distension, abdominal pain and pelvic pain to be related to essure administration. Lot number: a45118, manufacture date: 2012-08 and expiration date: 2015-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-aug-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 46 year-old female patient who had essure inserted (lot no. A 45118) for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain ("severe abdominal cramps") and abdominal distension ("bloated abdomen, as if I was 8 months pregnan"). Essure was removed on (B)(6) 2016. The patient was hospitalised from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (essure removal). At the time of the report, all of the events had resolved. The reporter considered abdominal distension, abdominal pain and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-aug-2022: previously reported event "the foreign-body material was removed" updated to "pain", events- "severe abdominal cramps, bloated abdomen, as if I was 8 months pregnant", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material was removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 46 year-old female patient who had essure inserted (lot no. A45118) for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain ("severe abdominal cramps") and abdominal distension ("bloated abdomen, as if I was 8 months pregnan"). Essure was removed on (B)(6) 2016. An unknown time later she experienced back pain ("back pain"), arthralgia ("hip pain"), headache ("headache"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("changes in their menstrual cycleoccurred, as well. Those changes were often accompanied by abnormally heavy blood loss"), hypersensitivity ("allergic reactions") and premature menopause ("early menopause") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was hospitalised from (B)(6) 2016. The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, abdominal pain and abdominal distension had resolved. The outcomes for back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause were unknown. The reporter considered abdominal distension, abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, pelvic pain and premature menopause to be related to essure administration. Lot number: a45118 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-sep-2022: events back pain , hip pain , headache, fatigue, memory loss, concentration problems , heavy menses , hormonal imbalance , allergic reaction & early menopause were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report